Event description:
Customer reports via phone that during a cystography procedure with retrograde pyelography, the system fluoro failed. Staff moved the patient into another room, where the procedure was completed without further incident. Customer did not provide any patient info, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot report that the detector was not communicating and found the fiber optic cables had been dis-connected at the ccu. Fse reconnected these cables and, verifying the connections were good, reset the system. This resolved the problem. Fse tested the system per service checklist and returned unit to full service.